Event description:
The pt has poor sound quality, popping sounds and pain at the site of the implant. The external equipment has been swopped out, but without success. Testing showed that there are changing impedances on the active channels.